Manufacturer narrative:
Continuation of medical devices: product ID 977c165, serial# (B)(4), implanted: (B)(6) 2018, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 23-mar-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that their doctors found a staph infection after the paddle implant. All devices were explanted and antibiotics were given. It is unknown if the issue was resolved at the time of the report. No device issues reported.